Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. Based on the review of available information in dms, the system appears to be continuing to adjust following insertion, and continued improvement in performance is expected. The user was advised to continue using the system, perform calibrations as requested, and contact customer support if further concerns arise. As the user has requested sensor removal, and the territory manager (tm) is already aware, no further action is required at this time.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.